Event description:
It was reported that there was noise on the atrial electrogram that was likely due to an external source. It was also noted that there were low p waves on the right atrial (ra) lead, which resulted in the device being sensitive to external interference. The device and lead are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. D294trk implantable cardioverter defibrillator (ICD) (B)(6) 2010; 6947 implantable tachy lead (B)(6) 2010, and 4194 implantable pacing lead (B)(6) 2010.